Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too short or not implanted deep enough as well as the patient's request to have the implants removed. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7050-90, lot# i0a28, mfd. 06/20/2014, exp. 2019-06-20, (B)(4). 2nd (second): ifuse implant, p/n 7040-90, lot# i0a23, mfd. 06/18/2014, exp. 2019-06-18, (B)(4). 3rd (inferior): ifuse implant, p/n 7035-90, lot# i0a16, mfd. 05/19/2014, exp. 2019-05-19, (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2015 where three implants were placed. The patient later presented to a different surgeon with complaints of worsening si joint pain and requested that the implants be removed. The surgeon determined that the superior and middle positioned implants were solidly fixed in bone, while the inferior positioned implant was too short and not fully across the si joint. In (B)(6) 2018, the surgeon performed a revision surgery where he removed all the implants, the superior positioned one requiring the use of chisels, and added new hardware to the si joint. The status of the patient following the revision procedure is not known.